Event description:
It was reported that during an esophageal cancer resection procedure, the device alarmed. The generator emmitted an error code 5. Heard a solid tone. Used another device to finish procedure. There was no reported pt consequence and 1 device is being returned.